Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was found post-operatively that the tip of the offset impactor had fractured during stem impaction and was not recognized at the time of original surgery. The loose portion of the impactor tip was surgically removed from the patient with an additional surgery.